Manufacturer narrative:
H3 other text : device not return.

Event description:
The manufacturer received information alleging a ventilator was alarming for low pressure and o2 regulation. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was alarming for low pressure and o2 regulation. There was no harm or injury reported. The ventilator was evaluated by third party service center and the customer's complaint was not duplicated. During the evaluation, a "service required" code was found in the ventilator's downloaded error log. The device's system board was replaced to address the issue.